Event description:
The complainant reported a patient was implanted with an impella 5.5 support for mechanical circulatory support (mcs). Ejection fraction on initial presentation was 20-25% but declined to 15% per intraoperative transesophageal echocardiogram. The patient underwent coronary artery bypass graft surgery x4 vessels but the patient failed to come off cardiopulmonary bypass. The decision was then made to place direct aortic impella 5.5 which was successfully completed. It was noted there was some bleeding in chest cavity unrelated to impella. Hemoglobin drop as low as 7.8 intraoperatively and 4 units of fresh frozen plasma, 6 units of packed red blood cell and 3l of cellsaver were administered. The impella 5.5 position was confirmed in good orientation at 5.2 cm from aortic valve. The patient was sent to the unit on support. The patient arrived at the unit, and after a couple of hours, it was noted the pulmonary artery catheter was not rationale values for thermodilution output and index due to tricuspid regurgitation. The patient's pulsatility was reduced at times. The physician at bedside and ordered additional blood products for volume resuscitation. Transthoracic esophageal echocardiogram showed the device at the appropriate depth and orientation. Later in the afternoon the patient would experience sustained ventricular tachycardia. Suction and profound hypotension followed. The patient was not defibrillated as the patient began to self-convert before code cart could be brought to room. Hypotension followed, however, with mean arterial pressure as low as 20 mmhg. Cardiopulmonary resuscitation was initiated briefly and the impella device was dropped to p-2 performance level. Return of spontaneous circulation was noted and device returned to p-8 after assessing for appropriate waveforms. Adjustments made to drips at that time: milrinone turned off, and amiodarone initiated. Pulse pressure, map and other parameters normalized and device pulling close to 5 l/min of flow at this time. This same day the nurse also reported the patient was taken back to the operating room. The patient was unstable and bleeding. The nurse was unsure where the bleeding was coming and did not have much information to share regarding this event. However, it was noted a couple of clots were present and removed. The patient would continue on support. Two days later it was noted that the patient continued to slightly improve each day and was hemodynamically stable. Two days later the device was explanted. The patient was successfully weaned. Ejection fraction was 25%. No inotropic or pressor support was required after explant, and the blood pressure and urine output were stable.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the major bleed, the nurse is unsure where the bleeding was coming and does not have much information to share. The cause of the bleeding is determined to be patient condition because of the unknown location of the bleeding. Regarding the thrombosis, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.